Manufacturer narrative:
(B)(4). Device evaluation pending.

Event description:
It has been reported that device shut down during deployment. No associated report of pt adverse outcome made by reporter.